Event description:
It was reported the plug emitted smoke. Visual inspection of the electric cord revealed that it had been cut in several places, apparently when it became crushed against a sharp object. We determined that this report was attributable to misuse on the part of the consumer.